Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent a laparoscopic hernia repair and absorbable straps were used. During the procedure, the product lost the nozzle and stopped stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information was requested.

Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection was performed. The device was returned with the cannula cap detached from the cannula tabs. Functional inspection was performed and the device worked as intended. The device was disassembled and no damages were found on the internal components.